Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred with multiple cartridges during a bolus. Reportedly, one of the cartridges was cracked. The user's blood glucose (bg) level was 252 mg/dl. The user would address bg level with a bolus.